Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 20 minutes into a laparoscopic procedure, the thread of the suture broke. Another device was used to complete the case. There was no patient injury.